Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the diameter around the catheter bunched up. The patient stated he received both straight and curved catheters from supplier. He noticed a difference in the diameter/shape of the catheter, and the patient did not use the catheters. Per follow-up the customer on (B)(6) 2020, it was clarified that the diameter seemed thicker because the catheter bunched up at the tip. The difference in the shape was clarified by the end user. It was stated that the coude catheter was not curved enough and some of the tips appeared to be straight. The catheters have not been used, and the patient was using our male externals.

Event description:
It was reported that the diameter around the catheter bunched up. The patient stated he received both straight and curved catheters from supplier. He noticed a difference in the diameter/shape of the catheter, and the patient did not use the catheters. Per follow-up the customer on 10mar2020, it was clarified that the diameter seemed thicker because the catheter bunched up at the tip. The difference in the shape was clarified by the end user. It was stated that the coude catheter was not curved enough and some of the tips appeared to be straight. The catheters have not been used, and the patient was using our male externals.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for a completely straight catheter could be due to a "machine error¿ during the form selection process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.